Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported difficulty turning the connector into the locked position during a supply change. The issue occurred with multiple connectors from the same lot number, both with and without a cartridge inserted. The user then used a connector from a different lot number, which functioned properly. Insulin delivery was resumed successfully. Blood glucose (bg) was not affected. A return material authorization (RMA) was created for the affected connectors, and replacements were sent. No symptoms, external assistance, or medical intervention occurred.